Event description:
Additional information has been requested and received stating the issue was that the plunger went beyond the lens during surgery. There was no patient impact.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Additional observations were as follows: the device was returned loose in the carton. The lens stop and the plunger stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been advanced into the mid nozzle and is advanced under the lens. The lens is advanced into the nozzle entry. The leading haptic is extended straight. The trailing haptic is broken torn. The correct nozzle confirmed on the device. We are unable to determine the root cause for the reported complaint "plunger went beyond lens". Plunger underride was observed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the lens was faulty. Additional information has been requested.